Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is expected to be returned for manufacturer review/investigation but has not been received yet. Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon had recurring problems with two (2) cannulated screw sets. The threaded guide wire with trocar and k-wire with double tip have been breaking off in-situ when used on patients. The drill bit was also noted to be dull. The surgeon stated that it has been happening in sixty percent of cases over the past twelve months. The surgeon did not believe that the staff have been putting used guide wires back in the set. Additionally, replacements were made with the drill bits only when they were dull because they were reusable. The surgeon also said that when using threaded guide wires, they were not breaking at the junction of the thread and the shaft, but rather in the shaft itself. There was no patient outcome reported. It was unknown if the procedure was successfully completed and if there was a surgical delay. This report is for one (1) k-wire. This is report 2 of 3 for (B)(4).

Event description:
Device report from australia reports an event as follows: it was reported that the surgeon had recurring problems with two (2) cannulated screw sets. The threaded guide wire with trocar and k-wire with double tip have been breaking off in-situ when used on patients. The three drill bits were also noted to be dull. The surgeon stated that it has been happening in sixty percent of cases over the past twelve months. The surgeon did not believe that the staff have been putting used guide wires back in the set. Additionally, replacements were made with the drill bits only when they were dull because they were reusable. The surgeon also said that when using threaded guide wires, they were not breaking at the junction of the thread and the shaft, but rather in the shaft itself. There was no patient outcome reported. It was unknown if the procedure was successfully completed and if there was a surgical delay. Concomitant devices: drill bit (part: 310.670, lot: f-24431, quantity: 1); k-wire with double tip (part: 292.520, lot: l831674, quantity: 4); k-wire with double tip (part: 292.520, lot: l554693, quantity: 1); k-wire with double tip (part: 292.520, lot: l475456, quantity: 4); k-wire with double tip (part: 292.520, lot: l786408, quantity: 1); guide wire with thread-tip with trocar (part: 292.620, lot: l728437, quantity: 6); guide wire with thread-tip with trocar (part: 292.620, lot: l901629, quantity: 3); and guide wire with thread-tip with trocar (part: 292.620, lot: l656389, quantity: 1), this report is for a 1.25mm threaded guide wire 150mm. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s), as all parts visible on the picture seems to be intact. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a k-wire with double tip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.